Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it was reported that the guide wire prolapsed during advancement, after crossing the lesion. Prolapsing of the guide wire is likely a result of positioning and guide wire tip shaping. It is possible that the prolapse resulted in damage to the guide wire, such as a kink or bend. Damage to the guide wire would impact its maneuverability through the guide catheter, possibly contributing to the reported difficulty during removal. Damage to the guide wire would also impact its integrity. It is possible that manipulation of the wire, when resistance was encountered, resulted in the reported material separation. Additionally, it was noted that the separated portion of the wire was embedded into a vessel. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.na.

Event description:
It was reported the procedure was to treat a moderately calcified, mildly tortuous anterior tibial artery lesion. A non-abbott support catheter and a ht 18 command guide wire crossed the lesion; however, the guidewire prolapsed. During removal the guide wire met resistance with the support catheter and separated into two pieces. Part of the distal tip separated and remains embedded in the disease segment distal to the occluded lesion. The procedure was completed with another unspecified guide wire. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.